Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for normal device implant, during the procedure the right atrial lead exhibited loss of capture, loss of sensing and low impedance. The lead was not used and replaced successfully. All values were good post implant. There was not patient symptoms reported.